Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The international distributor has reported on behalf of their customer, that this device was received with a broken fiber. A replacement catheter was used and functioned properly. The faulty catheter did not contribute to any problems.